Event description:
Hospital reported two failures during mensical resections where the intelijet control unit overpressurized resulting in a large amount of edema and swelling in the knee and hip joint.